Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, per patient, pelvic organ prolapse surgery with restorelle mesh implantation was done abdominally and tbt sling by the physician at the medical center. The states debilitating pain, feels very sick all of the time, full fecal incontinence( which had never experienced until this surgery started immediately following this surgery). No longer able to have intercourse due to terrible pain, have had mesh revision surgery where mesh was found to have ended completely through. Trigger point injections of steroids to try to break down scar tissue that has formed and long lasting numbing medicine, and additional mesh revision surgery scheduled in july. I have permanent nerve damage and terrible burning pain in my pelvis 100% of the time.